Event description:
It was reported that the only information available at this time is that the blade broke off. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.